Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.00/1.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on(B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.